Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 2001. Eight days later consumer sought medical treatment for infection of the piercing site and was prescribed antibiotics.